Event description:
Patient called in to report that the system continues to alert the patient to connect the plug to the monitor, even when it's plugged into the monitor. Patient states the patient tried taking the battery out, and tried a different battery. The patient even switched the garments, but it continued to alert. Customer care asked the patient to reboot and it still kept alerting to connect the plug. There was no patient injury. After evaluating the device event log, a service required code r2002 ( power system error) was logged on the date of the event indicating a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
The returned monitor was tested at benchmark and passed both isl (safety) and eit (performance) testing . Returned therapy cable passed weight and failed safety test. Therapy cable was evaluated and confirmed that therapy cable is not recognized by monitor. Failure mode from dried electrode gel that was found on the hub caused contamination on the pcba that resulted in the partial short that is likely cause for the cable not recognizing the monitor. This issue has not been identified with other reported failures. The risk remains low based on probability of occurrence.